Event description:
It was reported that the position of the ipg was causing discomfort to the patient. The ipg would not lay flat which also resulted in difficulty maintaining alignment during charging. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred six months ago.